Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the staff was encountering repeated error 319 on the system. The staff had tried to power cycle the system repeatedly with no change prior to calling for support. The tse walked the staff through a hard power recycle of the system with no change. Onsite logs reflect error 319 pointing to nodes ac1b-ac1d. The tse explained to the staff an field engineer site visit would be required to resolve the issue. The patient was not in the room at the time of the issue. The explained the staff would complete the procedure open. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Proximal and distal set up joint (suj) replaced on armnet 1. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The proximal suj was analyzed and in lighthouse, error 319 was confirmed indicating nodes not present at startup, starting below the proximal (missing nodes b & c). Error 26002 was also confirmed in a different power cycle, indicating communication faults within the armnet. Installed proximal with returned distal (sn: (B)(6)) where error 26002 was replicated on startup. Separated the distal and proximal, where the distal functioned as expected and error 26002 remained on the proximal. Tested proximal on patient side cart (psc) fixture test platform (pftp) where it passed all relevant testing, with no other failures replicating during testing. After testing was complete, visual inspection found no issues related to the reported event. The distal suj was analyzed and in lighthouse, the 319 was found indicating nodes were not present at startup, confirming the fault occurred in the field. The distal was returned with proximal (sn: (B)(6)), both units were installed together onto a golden system where error 26002 was triggered at startup. The distal and proximal were separated on the golden system and error 26002 remained on the proximal arm. The distal performed as expected in normal mode and no errors were found in the error logs. The distal was installed onto a pftp where it passed all relevant testing. After testing was complete, visual inspection found no faults related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.